Event description:
It was reported that following a non-device-related surgical procedure, the patient experienced inadequate stimulation. The x-ray revealed that the leads had migrated. The patient underwent a lead revision procedure where the leads were repositioned. There were no reported complications postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Brand name: linear? St. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Lot: (B)(6). UDI: (B)(4).

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads brand name: linear? St upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), lot: 7092727, UDI: (B)(4). Correction to the initial MDR in block b5 and h6.

Event description:
It was reported that following a non-device-related surgical knee procedure, the patient experienced inadequate stimulation. The x-ray revealed that the leads had migrated. The patient underwent a lead revision procedure where the leads were repositioned. Postoperatively, the patient experienced swelling, redness, severe pain in the neck and knee, and was administered oxymorphone.